Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2013. During the procedure, as the acetabular cup was impacted, the threaded tip of the inserter fractured off in the cup. In addition, the locking ring from the acetabular cup became damaged. A new cup and inserter were used to complete the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Biomet package insert contains the following precautionary statement: instruments, which have experienced extensive use or excessive force, are susceptible to fracture. Implant date - n/a. Explant date - n/a. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
(B)(4) - evaluation of the returned component found the locking ring appeared to have been damaged during cup impaction. There was a heavy indentation mark on the ring that prevented the locking ring from functioning properly inside the ring slot.